Event description:
The antenna locate feature was attempted but a compatible recharger was not available. An overdischarged battery was reported. The patient has not charged for about 6 months. The patient lost stimulation for leg pain. The patient has another recharger. It was noted the patient has another ins from a different device manufacturer. The overdischarge was confirmed. The patient did not use the ins, she got some relief from another ins from a different device manufacturer. The patient wanted to get this device started again. The pain in the patient¿s right knee got worse and she want her stimulation. Trickle charge was performed 3 times with no results. The patient was seeing her doctor, who was made aware, to get a battery replacement. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v009476, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 377845, lot# v015024, implanted: (B)(6) 2006, product type: lead; product ID 3487a-33, lot# v013708, implanted: (B)(6) 2006, product type: lead. (B)(4).